Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, patient underwent bard powerport implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, patient was diagnosed with unspecified infection. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that, on (B)(6), 2021, a patient underwent port placement via the right internal jugular vein for the treatment of breast cancer. Approximately eleven months and nine days later, on (B)(6), 2022, the patient experienced port leak. Further, it was reported that the patient was diagnosed with unspecified infection. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, the patient underwent an implantable port placement procedure using a powerport for chemotherapy delivery as part of breast cancer treatment. Under fluoroscopic guidance, the catheter was positioned with its tip at the junction of the superior vena cava and right atrium and cut to length. Next, the chest port catheter was attached to the chest port reservoir, which was placed into the subcutaneous pocket. A fluoroscopic image was obtained and saved. At that point, the port catheter demonstrated free movement. It was flushed and it was ready for immediate use. Eleven months and nine days later, the patient underwent an evaluation to check possible chest port leak. A huber needle was then advanced under palpation guidance into the chest port reservoir. An attempt at aspiration was successful. Subsequently, nonionic contrast was administered through the chest port catheter under fluoroscopy with spot images obtained. Subsequently, the chest port was flushed with heparinized saline, and the huber needle was removed. The patient tolerated the procedure well. There were no immediate procedure related complications. The right chest port catheter tip was in the junction between the svc and right atrium. The chest port reservoir and catheter were patent with antegrade flow of contrast. No evidence of fibrin sheath or other occlusions was seen. No extravasation of contrast was seen. The investigation is unconfirmed for the reported leak issue, as the port and catheter were patent during fluoroscopy. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d1, d4 (medical device catalog #), g3, h6 (device, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.